Event description:
It was reported that the drill began overheating at the beginning of a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The drill was received at the MFR for evaluation, and the rise in temp was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the motor and driveshaft, which have been replaced. The handpiece was repaired and returned to the customer.